Event description:
User experienced discrepant thb (total hemoglobin) results for one patient sample. Initial result gave 4 g/dl; repeat gave 8 g/dl. Erroneous result was not reported. The user indicated they performed a coox module calibration and instrument is working as expected.